Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, e3, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station froze unexpectedly due to bio ID login causing the application to crash and stop running with windows error. The technical support specialist dialed into the station, included the application server ip address and fully qualified domain name (fdqn) to the hosts file, disabled netbios, and changed speed and duplex from auto-negotiation to 100 mb half duplex. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system froze when user attempted to log into the station to remove medication during a cardiac catheterization procedure. Customer stated that user had to go to another room to retrieve the medication and there was no harm done to patient. The customer was not aware of the length of the delay or the name of the required medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system froze when user attempted to log into the station to remove medication during a cardiac catheterization procedure. Customer stated that user had to go to another room to retrieve the medication and there was no harm done to patient. The customer was not aware of the length of the delay or the name of the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's application crashed and prompted with windows error during biometric scanner log in. Device's logs also confirmed the slowness in biometric scanner authentication during user log in caused by network configuration settings. A technical support specialist included the application server internet protocol address and fully qualified domain name to the hosts file, disabled netbios, and changed speed and duplex from auto-negotiation to 100 mbps half duplex to resolve. The system was functional as intended.